Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
The patient reported a dull pain and discomfort in the left hip approximately 3 years and 4 months post primary surgery. The patient presented for an examination and underwent a digital radiography (dr) scan, which revealed fragmentation of the liner, and revision surgery was recommended. No revision had been confirmed at the time of this report. Attempts have been made and no further information has been provided.